Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow up information that the patient had the ipg repositioned on (B)(6) 2021. At a post operation appointment, the patient reports that the discomfort at the ipg site is resolved.

Manufacturer narrative:
The event of ipg pocket revision due to pain at ipg site was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.